Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's right ventricular (rv) lead exhibited noise oversensing. Programming changes were made. The patient had no consequences due to the event.